Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9. H3, h6: a product investigation was conducted. The product was returned to us cq for evaluation. Visual analysis of the returned sample revealed that drill bit ø3.5 qc l150 when reviewing DHR wo, with 40 pieces total for part# 03.133.109s a 3.5mm drill bit qc 150mm ster, for lot 41p8329 it was determined that there was an omission error made at operation 0050 prep/seal order for a total quantity of 40 pieces. This is a confirmed complaint for product packaged at the jabil monument site. When inserting the inner pouch into the outer pouch there was a thin fiber or strand of hair that was in the inner pouch or was transferred to the pouch from a glove, a gown, of surface that was not clean and got sealed in the package. Operators can use tools to slide the inner pouch into the outer pouch. This error is most likely due to static charge that caused a fiber or hair to stick to the plastic tool, fiber/hair on a surface or on a glove or gown and was not noticed during packing. Anyone entering the packaging area must have a bouffant on and those that have facial hair must have a beard always cover on. Replace after every time you return to the area. 2. Those that are not trained to this process must be accompanied by someone who is trained¿. Inspection items include: verify operating parameters and following the applicable equipment process sheet. Packaging components verification. Check sealed packages for seal integrity and absence of particulate. In this case the contaminate was very small and depending on the lighting and how the operator inspected the package the hair/fiber may not have been visible. Bounding is limited to this 1 item from lot #: 41p8329. No parts will be returned to the jabil monument site. No other lots or products from this lot # 41p8329 have been identified to be affected therefore the initial bounding is limited to this order 1 piece in lot #: 41p8329. It is recommended that the 1 item be scrapped. The operator is required to clean the machine and area daily if used and report any equipment issues to maintenance. This procedure also states, ¿if at any time the cer becomes contaminated operators should stop working, cover all product and equipment notify sterility assurance and quality¿. A hefi form has been completed and the operator performing this task has been communicated with regarding ensuring visual inspections are performed in order to detect any particulates. No further action is required. The drill bit was rented but not used in a hospital and was returned as it was to distribution center. The package has not been opened, for part# 03.133.109s a 3.5mm drill bit qc 150mm ster, for lot 41p8329. This is the only piece returned to the distribution center and in accordance. Any device(s) sent to another site for investigation shall be returned to customer quality unless otherwise noted in the complaint record¿. Product is required to be held by the depuy synthes complaint handling unit customer quality team; therefore, no disposition actions are required. The dimensional inspection was not performed due to the alleged complaint condition. The observed condition of drill bit ø3.5 qc l150 in the device was consistent. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for drill bit ø3.5 qc l150. Based on the investigation findings, jbl nr and jnj nr were opened for this specific complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: device history record (DHR) review was conducted. Manufacturing location: thermal rinsed, packaged, sterilized and released by: monument release to warehouse date: 02-mar-2020. Expiration date: 01-feb-2030. Part number: 03.133.109, 3.5mm drill bit qc 150mm-sterile. Lot number: 41p8329 (non-sterile). Lot quantity: 40. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev aa was reviewed and determined to be conforming. Scn was reviewed and determined to be conforming. This lot met all visual, packaging and sterility criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, it was found that there was something like a hair in the package of the drill bit. There was no patient involvement. This complaint involves one (1) device. This report is for (1) 3.5mm drill bit qc 150mm ster. This report is 1 of 1 for (B)(4).